Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use.

Manufacturer narrative:
DHR review not required. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. A bipap a30 was manufactured 07/18/2012 which is prior to UDI requirement implementation. This device does not have an UDI, and no UDI will be listed in this report.